Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 was intermittently working. They had to keep on "wiggling" the connection for it to work. They were able to complete the procedure with the same unit and cord. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. (B)(4).